Event description:
It was reported to philips that the system lost the live image. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the coronary emergency procedure was completed by moving the patient to another room. The philips remote service engineer (rse) analyzed the system remotely and performed soft and hard reboots, but the issue persisted. The philips field service engineer (fse) inspected the system onsite and as a troubleshooting action, checked and installed the backup cat7 cables and converters from the b cabinet. The fse then reseated the ippc and rebooted the system which resolved the issue. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.